Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: IFU statements: the gore® excluder® aaa endoprosthesis instructions for use (IFU) was reviewed and the following IFU statements were identified in relation to the reported event. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: iliac artery treatment diameter range of 8-25 mm and iliac distal vessel seal zone length of at least 10 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. On the final angiogram, the trunk ipsilateral leg endoprosthesis was positioned slightly distal to the proximal neck; however, the sealing length of 15 mm was secured, so that the procedure was completed. On an unknown date in (B)(6) 2025, on postoperative follow-up imaging, migration of the right distal device (contralateral leg endoprosthesis) into the aneurysm sac was confirmed. On (B)(6) 2026, reintervention was performed. On the right side, additional stent grafts (a contralateral leg endoprosthesis and an iliac branch endoprosthesis [ibe]) were implanted. Although no definite proximal endoleak was present, an aortic extender was additionally implanted to increase the proximal sealing length. After wound closure, left lower-limb ischemia occurred due to puncture-site stenosis; therefore, reaccess was obtained and a stent was placed at the affected site. Restoration of blood flow was confirmed, and the procedure was completed. The puncture-site stenosis was reported to be attributable to the perclose device used at closure. No allegation against gore devices related to the puncture-site stenosis. Physician¿s comment: postoperative migration is considered to have occurred because the sealing length in the right common iliac artery was short at the index procedure.